Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. No tears or holes were visible in the balloon. Using the druck pressure gauge the encore device was tested at 12 atmospheres with no issues noted. As a result of a break in the hypotube an epidural fixture was attached to the distal section of the hypotube break, in order to facilitate inflation. The encore attached to the epidural fixuture and positive pressure was applied. The balloon inflated to its rated burst pressure with no leaks noted. The balloon maintained pressure. A vacuum was pulled and the balloon deflated with no issue. The balloon was inflated three more times with no leaks noted. An examination of the balloon material and marker bands identified no issues which could potentially have contributed to this complaint. All blades were fully bonded onto the balloon with no issues identified. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands. The device was received in two sections due to a break in the hypotube. The break was located at 3mm distal from the strain relief.

Event description:
It was reported that balloon burst. The 70% stenosed target lesion was located in the distal left cirfumfex artery. A 06/3.00 flextome cutting balloon was selected for use. During the procedure, it was noted that the balloon burst when pressurized to the rated pressure. The procedure was completed with another of same device. No complications reported and patient was stable. It was further reported that the target lesion was moderately tortuous and severely calcified. The balloon ruptured upon second inflation at 12atm for 30 seconds and was removed directly from the patient. Also, the device broke post procedure.

Event description:
It was reported that balloon burst. The 70% stenosed target lesion was located in the distal left cirfumfex artery. A 06/3.00 flextome cutting balloon was selected for use. During the procedure, it was noted that the balloon burst when pressurized to the rated pressure. The procedure was completed with another of same device. No complications reported and patient was stable.